Event description:
It was reported that revision was performed due to infection

Manufacturer narrative:
An event regarding infection involving a triathlon x3 insert was reported. The event was not confirmed. The exact cause of the event could not be determined based on the limited information provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that revision was performed due to infection.

Manufacturer narrative:
Additional devices listed in this report: cat 5510-f-301, lot ectjy, description: tri crfem omp #3 l-cem. Cat 5520-b-300, lot ixbha, description: tri prim tib baseplate-cemented. Cat 5550-g-278, lot n6dn, description: tri symmetric x3 patella. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.